Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 324 mg/dl on (B)(6) 2018 at noon. Customer was feeling pain from gastroparesis event. Blood glucose value when admitted to hospital was 324 mg/dl. Customer blood glucose reading for time of the incident was 324 mg/dl. Customer current blood glucose reading was 218 mg/dl. Customer was treated with bolused with the pump. The name of the hospital is (B)(6) hospital. The reporter name is (B)(6). The reporter phone number is (B)(6). Customer did not perform carelink upload. Customer reports site is changed (B)(6) 2018.. The drive support condition was not mentioned. Customer did not perform hp test. Products will not be returning for analysis.